Manufacturer narrative:
The t:slim x2 g5 user guide states, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a transmitter failed error. Reportedly, the transmitter had been in use for more than 3 months. No additional patient or event information was available. A root cause could not be determined. Reportedly, the customer replaced the transmitter.